Event description:
It was reported that the customer had an issue regarding insulin squirting from the tubing during manual priming. Customer stated that the piston did not touch the reservoir. Customer does not have a reservoir to change. Customer stated that the pump alarmed no delivery. Reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.